Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up, the pulse generator exhibited backup vvi mode. The patient recently had a diagnostic radiation bone scan. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.